Event description:
Sorin group (B)(4) received a report that the s5 double roller pump did not start up. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double roller pump. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device MFR - sorin group (B)(4). To resolve an FDA inspection observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The sorin group field service rep was dispatched to the facility to investigate. While at the facility the field service rep resolved the issue. Sorin group (B)(4) requested that the pump be returned for investigation. The customer responded indicating that the problem was resolved and the pump has been running without incident since it was repaired by the field service rep. No further action is deemed necessary.